Manufacturer narrative:
The serial number was not provided on the user report, and the unique identifier (UDI) number could not be determined. This information will be provided in a follow-up report if and when made available. Sorin implemented a field safety notice for disinfection and cleaning of sorin heater-cooler devices. The z number is z-2076/2081-2015. As the serial number was not provided, the device manufacture date could not be determined. This information will be provided in a follow-up report if and when made available. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). This complaint was reported during follow-up communication with the customer on november 18, 2016 regarding an unrelated complaint. During this communication, the customer reported that five units were identified to be contaminated. Copies of the complaints were requested and the customer provided a filled user medwatch form. The form did not have a report number listed and only indicated that two units were found to be contaminated, rather than five. The report states that the customer began to clean all of their units according to the instructions for use (IFU) immediately upon receiving the notification sent out by sorin group on june 25, 2015 and took water and air samples on june 29, july 1 and july 6, 2015. On september 21, 2015, the facility received notification that the samples for the unit subject of this report tested positive for mycobacterium chimaera and mycobacterium avium. All of the air samples were negative for ntm. The recommended filter was installed on september 22, 2015 the customer reported that the unit was removed from service and has been scrapped. The customer initially reported that five units were identified to be contaminated. However, the user reports provided only indicate that two devices were found to be contaminated. For this reason, two manufacturer medwatch reports are being filed. See medwatch report number 9611109-2016-00866 for details on the other reported unit. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin heater-cooler system 3t tested positive for non-tuberculous mycobacteria (ntm). The facility reported that there are no known cases of patient infections.